Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. The other related reports are: 1219977-2014-00180, 1219977-2014-00181, 1219977-2014-00182.

Event description:
Report received that a stent dislodged once inside the body. The stent delivery system was disposed immediately and there were no further details provided.